Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0017764. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA not available at this time.

Event description:
It was reported that syringe 5ml saline fill (B)(6) sp was damaged. The following information was provided by the initial reporter: on (B)(6), 2021, the lung cancer patient received infusion treatment in the hospital, and the defect of the piston handle of the prefilled catheter irrigator was found during the use of the end seal tube, which was immediately replaced without adverse effects on the patient.